Event description:
It was reported the tdxsp-cg powered wheelchair was outside during a severe rainstorm and has suffered water damage. The end-user was stranded, without shelter, in the storm for approximately 30 minutes. No further user complications were reported as a result of this event.